Manufacturer narrative:
The escape button did not respond due to a flattened button dome switch. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 340 mg/dl. The customer stated that the keypad may have been exposed to moisture, although she did not think it had. She treated with a manual injection. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. The most recent blood glucose reading was 125 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.